Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an upstream occlusion error. The product fault occurred during training. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was decontaminated, with a worn uso seal, and damaged battery compartment. After visual inspection, functional testing was performed. The reported problem was not duplicated - the device functioned as intended. The root cause was unable to be determined, but the most probable cause could be user error. The pwa board assembly, uso seal, optic switch/bracket, lcd assembly, battery compartment assembly, keypad, overlay gray, rear label, and side label were replaced. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.